Event description:
During a CT contrast injection the contrast side of the misi syringes failed. Syringe broke during injection at bottom . Loud pop sound that scared patient but no injury. Recurring issue.